Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: on (B)(6)2021, zta-p-32-201-w1 ((B)(6)) and zta-d-40-197-w1 ((B)(4)) had been placed. On (B)(6)2022, due to continuous growth of the thoracic abdominal aneurysm (taa) the follow-up CT has been performed. The user couldn't observe endoleak clearly and could not decide if the growth of the aneurysm was because of the endoleak or the artifact. On (B)(6)2023, artificial blood vessel replacement was performed. Bleeding from the stent was visually observed during thoracotomy, which appeared to be from a pinhole. The unknown cause of the growing taa was considered as a possible type 3 endoleak. As of (B)(6)2023, the user have determined that what was shown in the image is not an endoleak, but an artifact. Although it is true that bleeding from the stent was visually observed during thoracotomy, the exact cause of the aneurysm enlargement remains unknown. No imaging was provided. Two explanted zta devices (zta-p-32-201-w1 (component 1) and zta-d-40-197-w1 (component 2) were received in a partially overlapped configuration and evaluated by cri (non-clinical test). The stent grafts were examined using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem) and and/or tissue analysis techniques, as necessary. Detailed observations related to thrombus formation in inner diameter (ID) of graft, stent integrity, suture integrity, graft integrity and suture hole elongation were provided. Per the device evaluation, prior to separation, no stent bends, fractures, or cuts were observed under radiographic and microscopic imaging. There were small amounts of mural thrombus present in the fold of the graft material of component 1 and 2 in the overlapped region. There were small amounts of mural thrombus present in the lumen of the graft component 2. There was no occlusion of the lumen of components 1 and 2 when observed with the borescope. No suture failures were observed on component 1. One green suture fray was observed on body stent 2 of component 1. One green suture fray was observed on body stent 3 of component 1. One green suture fray was observed on body stent 4 of component 1. Two green suture frays were observed on body stent 6 of component 1. Due to appearance and location of observed suture frays, it appears that they were caused in vivo. No suture failures or frays were observed on component 2. No graft holes were observed on component 1 or 2. Graft wear was observed in one location around body stent 2 of component 1. All observed suture holes on component 1 and component 2 were less than the acceptable hole size of 0.20 mm2. Per the evaluation, post separation, one new instance of green suture fray was observed on body 5 and 6 of component 1. One new instance of green suture fray was observed on body stent 1 of component 2. Additionally, seven new instances of graft holes were observed on proximal sealing stent of component 2. Due to appearance and location of observed suture frays and graft holes, it appears that they were caused in vivo. All observed suture holes on component 1 and component 2 were less than the acceptable hole size of 0.20 mm2 post separation. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Per insructions for use, endoleak and aneurysm enlargement are known adverse events. According to the event information the bleeding from the stent was visually observed during thoracotomy. However, based on the last received information, the user has determined that what was shown in the image was not an endoleak, but an artifact and the cause of the aneurysm enlargement remains unknown. Based on the device evaluation all the suture holes were within specifications and the possibility that a suture hole could have contributed to the endoleak is doubtful. Consequently, based on the provided information and device evaluation it has not been possible to establish the cause of the aneurysm enlargement. Cook will reopen the investigation if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 29mar2023:after the placement on (B)(6)2021 the thoracic aortic aneurysm (taa) had been growing. Although the user could not observe endoleak clearly, he could not have decided that it was because of the endoleak or artifact via follow-up images. Therefore, as a treatment for the expanding the aneurysm, zta-p-32-201-w1 was to remove and an artificial blood vessel was to place instead.on (B)(6)2023, artificial blood vessel replacement was performed. When the surface of the zta exposed at the time of thoracotomy was washed with water, blood leakage was visually observed from a part of the graft, which appeared to be from a pinhole. The unknown causes of growing thoracic aortic aneurysm (taa) was considered possibly that it considered with a type iii endoleak.as of (B)(6)2023, the user have determined that what was shown in the image is not an endoleak, but an artifact. Although it is true that bleeding from the stent was visually observed during thoracotomy, the exact cause of the aneurysm enlargement remains unknown.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2021, zta-p-32-201-w1and zta-d-40-197-w1 had been placed. On (B)(6) 2022, due to continuous growth of the aneurysm, the user performed open surgery to replace from two stent grafts to graft (from another manufacturer). During the surgery, when the user washed the surface of the stent graft, he found a blood leakage from the graft. The leakage was clear and more like from a suture hole than oozing like type IV. The leakage also wasn't like furious. The user suspected that this endoleak was the one of the reason of the growth of the aneurysm. Patient outcome: no health hazard.

Manufacturer narrative:
Manufacturer ref# pr387074. Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.